Event description:
A relative of a home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1 of his automated perifoneal dialysis therapy. Per initial report, the home pt disconnected from the homechoice machine, the machine alarmed, then the home pt reconnected to the homechoice machine. Baxter's technical svc ctr assisted the home pt in ending the therapy early. No pt injury or med intervention was indicated at the time of the initial report.